Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed an "ER 5" message. The medical surveillance specialist (mss) spoke with the patient on october 26, 2010 and obtained the following information. The patient advised the mss she tests her blood glucose 7-8 times a day. The patient manages her diabetes with humulin n insulin (18 units at night) and humalog insulin (3-9 units with each meal). The alleged issue began on the morning of (B)(6) 2010. The patient stated she continued to take her usual dose of medications despite the alleged issue. Less than an hour after the alleged issue begun, the patient claimed she felt symptoms of heart palpitations, blurry vision and dizzy. The patient associated the symptoms with having low blood glucose. The patient stated she took glucose tablets to feel better. At the time of troubleshooting, the customer care advocate (cca) tried to walk the patient through a retest but was not able to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.